Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the customer filled the cartridge with over 120 units of insulin. The customer's blood glucose level was 325 mg/dl. Customer loaded a new cartridge to address the issue.